Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was problem with missed boluses. The blood glucose level was unknown. The customer reported that there was motor error and insulin pump was cracked near the reservoir entry. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.